Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Major bleed: the cause of injury was not determined due to insufficient clinical details. Saturated pump flow: the cause of saturated pump flow was likely due to biomaterial ingestion based on log analysis.

Event description:
The complainant reported a patient implanted with an impella 5.5 experienced saturated pump flows during support. It was reported that on the second day of support, the left ventricle signal was greater than the aorta placement signal. The aorta placement signal was noted to be 76/65 mmhg, and the left ventricle placement signal was 109/71 mmhg. It was observed that the flow rate at p4 was higher than expected at 4.3 l/min, with expected rates per instructions for use of 1.9-3.3 l/min. Additionally, it was noted that the motor current was 278/227 ma. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient remains on impella 5.5 support.

Manufacturer narrative:
A4 is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This follow-up report is being submitted to update b1, b2, b5, d6b, and h6 codes for new information that was received on 27-jan-2026. B1 is being updated to include serious injury and death. B2 is being updated to include death and date of death. B5 is being updated to include new information that was not included in the initial report and clinical narrative. The revised b5 provides a complete event narrative. D6b is being updated to include explant date. H6. Health effect - clinical code for e0506 (hemorrhage/blood loss/bleeding) has been added. H6. Health effect - impact code f02 (death) has been added.

Event description:
Clinician narrative: an impella 5.5 was surgically inserted via direct left aortic access in a 66-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a history of prior coronary artery bypass grafting and known coronary artery disease and was classified as scai stage e. The patient was supported with extracorporeal membrane oxygenation, inotropes, vasopressors, and mechanical ventilation for respiratory support. During support, the patient experienced major bleeding and progressive hemodynamic instability in the setting of critical illness and advanced cardiogenic shock. Clinical documentation noted elevated and highly saturated pump flows during support. Additional information received states that the treating provider assessed the patient¿s clinical deterioration and determined that the bleeding and subsequent decline were attributable to a retroperitoneal hemorrhage related to the ECMO cannulation site and ischemic bowel, rather than impella-related factors. Despite ongoing management, the patient¿s condition continued to deteriorate. Review of the event indicates that the reported major bleeding and death occurred in the context of profound cardiogenic shock, prior cardiac surgery, large-bore vascular access associated with ECMO cannulation, anticoagulation, and suspected ischemic gut. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported events. The patient expired while on support, and the death is being reported conservatively.

Manufacturer narrative:
B5: clinical narrative updated.

Event description:
Updated clinical rationale: an impella 5.5 device was inserted surgically into the left aorta in a 66-year-old male patient with a past medical history of a coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the left ventricle (lv) signal was above the aorta (ao) placement signal. Ao 76/65 and lv 109/71. The impella was functioning at p-4 at 4.3l/min. Motor current (mc) 278/227. There was no noted interruption of flow or support for the patient. Five days after impella insertion, the patient expired on ecpella support. The physician attributed the death to a retroperitoneal bleed from the ECMO cannula and ischemic gut. He did not attribute the death to the impella. The impella is conservatively being reported for death; however, comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported events.